Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 536 mg/dl due to his infusion set becoming detached. The customer stated that he uses creams for psoriasis and that the creams loosens the overtape. The customer treated his blood glucose with a 30-unit manual insulin injection. No further details were provided regarding the insulin pump or the high blood glucose. The insulin pump was not returned for analysis.